Event description:
A report was received via FDA's medical products reporting program that a pt developed fusarium keratitis while using boston simplus multi-action solution. The pt began having problems with her right eye in mid-january. On 1/24/06, she was diagnosed with fusarium keratitis. The pt was prescribed unspecified anti-fungal eye drops, unspecified oral fungal medication, and an unspecified antibiotic. Pt also underwent a minor surgery "where glue was put into eye to prevent perforation". Pt has over 60% loss of vision, and has been advised to undergo a corneal transplant. Attempts to obtain additional info from the pt have been unsuccessful.

Manufacturer narrative:
Bausch & lomb is unable to complete an investigation of this complaint since no product was returned and no lot number was provided. However, the co did initiate a broader investigation of reported fusarium keratitis events that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced product lots. All of the records indicate there were no anomalies that could have been related to reported fusarium keratitis, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all products evaluated met release sterility criteria. Where product retain stample testintg was completed all chemical and biocidal performance criteria were effective against microbial challenges as required.